Manufacturer narrative:
After power up, there were multi-color vertical lines located at the very left of the lcd screen. The lcd screen is unable to display text whatsoever. This is due to multiple cracks within the lcd screen itself. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with manual injection. Troubleshooting was performed for blank display. The insulin pump will be returned for analysis.